Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a patient¿s implanted device was removed due to infection. The drug being infused by the pump was not reported. No outcome was reported for this event. Follow up was being conducted to obtain additional information but was not available at the time of this report, if additional information is received a follow up report will be sent.